Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the rep on the 3rd firing instrument broke and incomplete stapling and cutting observed. The case was finished with new instrument. There was no consequence to the pt.